Event description:
Customer reportedly obtained results of 489 mg/dl and 121 mg/dl on the compact test system within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Information suggests comparison performed in the home.